Manufacturer narrative:
The cartridge has not been requested for return to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: additional information: the lot# for the cartridge was originally reported as ni, the correct lot# for the cartridge is b201914. A review of the cartridge lot on 03/03/2015 revealed that the cartridge lot had expired at the time of the incident (lot expiration date september 2014).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that on an unspecified date, the patient¿s blood glucose (bg) was over 600 mg/dl with extreme thirst, excessive urination, extreme drowsiness, and large level of ketones. It was reported that the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient allegedly discontinued pump therapy without any recent adjustment to the pump settings. The reporter alleged that there was an occlusion issue. It was reported that the issue was not resolved with cartridge or tubing changes, and reportedly the cartridge cannot be primed manually. Review of cartridge use techniques indicated that instruction for use was not followed. This complaint is being reported because the patient experienced severe hyperglycemia related to a use error in that the cartridge instruction for use was not followed.